Event description:
The customer reported that the insulin pump was not functioning and alarmed button error. The caller believes that the device may have been exposed to moisture since she was wearing the device against the skin and got wet from sweating. The caller stated that moisture under the screen was noted. The blood glucose reading was 226mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.